Event description:
The patient reported that approximately one year ago at the time of their bi-v implantable cardioverter defibrillator (ICD) change out, while on coumadin, they had a hematoma "the size of a grapefruit" and remained in the hospital "for over a month." The patient's ICD remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 419378, left ventricular (lv) lead, implant: (B)(6) 2007; model: 507652, right atrial (ra) lead, implant: (B)(6) 2007. (B)(4).